Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The sample was investigated and the tsh values which generated at customer site were confirmed at roche diagnostics. The investigation identified an interference to the ruthenium component of the reagent. These effects are minimized by suitable test design. Labeling states, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. No product problem could be found.

Manufacturer narrative:
Qc test was performed with acceptable results. A sample from the patient was requested for the investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tsh assay results for 2 samples from the same patient on cobas 6000 e 601 module serial number (B)(4). The customer suspected an interference with the sample due to the patient's medications. The initial result was 45.5 uiu/ml, a rerun result on a different analyzer was 44.8 uiu/ml and then the final rerun result on beckman dxc analyzer was 2.8 uiu/ml. On (B)(6) 2019 the initial result was around 44.5 uiu/ml with data flags, and on (B)(6) 2019 the rerun result on the beckman dxc analyzer was 3.2 uiu/ml. It was unknown which results were correct. The questionable results were reported outside the laboratory.